Event description:
Boston scientific received information that during a follow up a non sustained episode was found in the device memory, the episode was diverted thus no therapy was delivered. Further investigation revealed noise on the right ventricular lead as well as increased pacing impedances. A lead fracture was suspected. The device was reprogrammed and a new pace/sense lead was implanted while the right ventricular lead was capped and is being used for defibrillation only. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.